Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female patient in her fifties who started treatment with poly-l-lactic acid (sculptra) on (B)(6) 2009 for cosmetic reasons. Around (B)(6) 2009, the patient noticed a darkening of the skin in the nasolabial area. The pigmentation is not obvious, but the patient can see it. Event outcome and corrective treatment given if any were both unk. Poly-l-lactic acid therapy is ongoing. Further information has been requested. (B)(4). Outcome: unk. Reporter's causality assessment: not provided. Additional follow-up information received on 06/22/2009: ptc results were received. A brr (batch record review) was performed without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional follow-up information received on 06/23/2009 from the doctor: this case concerns a 54 year old female patient. Medical history: face lift a few years ago. The patient had not experienced similar events after treatment with poly-l-lactic acid or any other product. No histology or laboratory tests were performed. On an unk date, the patient commenced therapy with poly-l-lactic acid injected into her upper face. The patient received her second treatment on (B)(6) 2009, diluted with 4ml of sterile water and 2ml of lidocaine with 4ml in total injected into her zygoma, nasolabial area and marionette area. (B)(4). The event happened in may. The doctor stated that she reassessed the patient on (B)(6) 2009 and could not see the darker skin color in the right nasolabial area. Both sides looked normal and she could not see any darker skin in comparison to the left nasolabial area. The patient stated that in the doctor's mirror she could hardly see it, but in her mirror at home it showed more. The patient has very translucent skin very pale. No corrective treatment was given. The patient believes, the event is ongoing. The doctor stated that if the incident were to occur again, it would not lead to death or serious injury deterioration in health. The causality assessment between the events and poly-l-lactic acid was reported as unlikely. No further information is expected.